Event description:
It was reported that during the implant procedure, the pulse generator exhibited a connector anomaly. The device exhibited loss of atrial output and a sensing anomaly. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.